Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate device was manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
As reported by onkos surgical: "we have a request from the surgeon to revise the distal femoral component and all rebushing components. The surgeon has not informed us the reason for revision as follows: she has a stanmore rotating hinge titanium nitride coated for allergy. Her extensor mechanism has gone - again, but her implant also over rotates and she can point her heel to the ceiling! I was hoping not to revise her tibia but keep the metal casing and insert a component for a fixed hinge at the time of revision of her extensor mechanism. Surgery date: tbd." Right side